Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: unable to review product as it wasn't returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. This device is used for treatment. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed. Bearing constrained posterior stabilized (cps) left 18 mm height use with tibia sizes c-d / ps femur sizes 6-9, catalog #: 42512600518, lot #: 63506506. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the top of the plastic modular tasp broke during insertion for trialing. Attempts have been made, but there is no additional information at this time.